Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high urine microalbumin result for one patient sample from a cobas 6000 c (501) module. The initial result was 44 mg/l and the repeat result was 14 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative changed the gearpump head which appeared to resolve the issue. There were no further issues reported by the customer.